Event description:
During pt use, the device was set-up to deliver 50mls of a dextrose solution, in a continuous mode, at a rate of 4.5 ml/hr. 35 minutes after delivery began, the clinician found that the syringe was empty, blood chemistries were performed that confirmed the overdelivery event (blood glucose levels were found to be elevated). Intervention was required to reduce the pt's glucose level, however, the specific treatment was unknown. The pt did not suffer any permanent impairment from the event. The pt's condition has returned to baseline.